Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient ¿went to the hospital¿ and was diagnosed with peritonitis. The patient ¿visits¿ the hospital every three days for intraperitoneal injections of vancomycin (no further details). The patient also was treated with ciprofloxacin (no further details) for the event. Dianeal therapy was ongoing. At the time of this report, the patient was improving. No additional information was available.